Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b5 b6 d6b g1 h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on may 29, 2025 with lot number 3103781. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed 2 openings assessed as fold flaw opening as per the investigation procedure, creases, non penetrating nicks and wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.